Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The device was received in backup vvi mode. Additional test results indicated loss of telemetry. With a new battery, normal function ensued. Implant duration was 3.24 years, which did not exceed 75 percent of the pacemaker's 6.9 year projected longevity. No field settings were received.

Event description:
This report is to advise of an event observed during analysis.